Event description:
It was reported that a procedure occurred in which the balloon and cuff were removed and replaced due to fluid loss in the balloon and subsequent recurring incontinence. No further info was provided.

Manufacturer narrative:
Balloon: catalog #72402105 - serial (B)(4), exp. 05/2009. Date of manufacture: 05/2004.